Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. Technical services (ts) was consulted and confirmed the device is depleting normally and power is not increasing. The device remains in service. No adverse patient effects were reported.